Manufacturer narrative:
Per tandem¿s t:slim user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the cartridge/infusion set had been in use for more than 3 days. The customer changed the site and another occlusion alarm occurred. The customer's blood glucose (bg) level was 289 mg/dl and the bg level was addressed with a bolus via the pump. Reportedly, a new site was inserted to address the event.